Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as the patient had observed the minicap packaging was compressed and had an 'unshaped physical appearance' and the betadine sponge was dry. The patient however proceeded to use the product due to a reported lack of proper education and subsequently developed peritonitis. The event was manifested by abdominal pain and cloudy effluent. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for the event.. Action taken with pd therapy or the patient¿s recovery status was not reported. No additional information is available.

Manufacturer narrative:
The lot number 16h28h15 does not apply to this event; as this lot number was previously reported in pr (B)(4). Therefore, this complaint will be considered a duplicate of the previously reported information (lot number). Should additional relevant information become available, a supplemental report will be submitted.